Event description:
It was reported that the neuro ICU has experienced a skin peeling incident after removal of the arctic gel pads. Per follow up from the neuro ICU manager, details could not be provided because the event happened too long ago to remember. It was unknown what medical intervention was provided.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.